Event description:
It was reported that there was no fluoro with the 9600emi system. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the lemo cable assembly. The system was tested and found to be working as intended and placed back into svc.